Event description:
Customer reported device = 140-150 mg/dl. Customer began to feel sick and was incoherent. Customer's family member called paramedics and their device = 40 mg/dl. Customer stated not wanting to go to the hosp and paramedics advised them to eat some jelly. No treatment received. No controls. Using expired strips. A request was made for return product and replacement product was sent.